Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicated that the device was explanted. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit in critical condition. Upon interrogation, the implantable cardioverter defibrillator exhibited crosstalk and delivered inappropriate antitachycardiac pacing. The device was reprogrammed. No further information available.